Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Therapy date is not provided/unknown. Reporter's last name not provided/unknown.

Event description:
It was reported that the abutment screw (mhlas) fractured inside of the implant. The screw could not be removed. Therefore, the implant had to be removed. Tooth location 30.

Manufacturer narrative:
One tapered screw-vent implant was returned. A visual inspection revealed that the implant drive feature contained the fractured piece of screw. The alleged complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: review of the instructions for use for zimmer dental implant systems (4894i rev 3-07/09) identified several patient factors under section title "contraindications" like the presence of occlusal abnormalities or parafunctional habits, such as bruxism or crossbite that may lead to restorative failure. A root cause cannot be determined. The following sections have been updated: date of this report, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", entered evaluation codes, added manufacturer narrative.

Event description:
It was reported that the abutment screw (mhlas) fractured inside of the implant. The screw could not be removed. Therefore, the implant had to be removed. The implant was trephined out. New implant placed along with bone graft. Tooth location 3.